Manufacturer narrative:
Based on further investigation, the root cause was related to manufacturing process. Corrective actions have been initiated to further investigate this non-conformity to eliminate the corresponding root cause(s) and to prevent recurrence of this type of complaint. There are production controls in the manufacturing process to avoid and/or detect this type of issue. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. Additionally, a product risk assessment was performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This device was not available for evaluation since it was discarded. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The two pictures provided were reviewed. The report of sampling site issue was confirmed. First picture showed a close up on a sampling site. Silicone septum was noticed dislodged from sampling site housing. What appeared to be blood residues were visible at sampling site housing and pressure tubing. Additionally, second picture showed a dpt kit with vamp adult. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this pressure monitoring set with vamp, the silicone septum was dislodged at the sampling point. The arterial catheter got closed for an unknown reason, and after flushing the line, the pressure effect caused the silicone septum to displace from the sampling area. Nurses reacted quickly to the blood leakage. Blood loss quantity was unknown. Therefore, it required the pressure tubing to be changed urgently. There was no allegation of patient injury reported. This device was not available for evaluation.